Event description:
It was reported that the battery compartment on the external pulse generator (epg) was damaged and the epg would not power on. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(6): analysis confirmed the initial report, the battery drawer was broken. It was also noted that the upper and lower cases were broken, one side bail cover and side bail were missing, one side bail cover was broken, the ring cover and ring bail were missing, the lead flex cover was corroded, the battery contacts were compressed and the keyboard was scratched.